Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the internal paddles was not working when attempting to provide defibrillation shock. As a result, therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that the internal paddles was not working when attempting to provide defibrillation shock. As a result, therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified or duplicated. The cause of the reported issue could not be determined.